Manufacturer narrative:
Batch review performed on 17 october 2017. Lot 147253: (B)(4) items manufactured and released on 13 january 2015. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 20 october 2017 the medical affairs director performed a clinical evaluation and commented as follow: two years after primary tkr the insert fixation screw got loose in the joint. It was immediately removed and no consequence should be expected for the absence of the screw in the future life of the implant. During surgery the components surfaces were assessed for possible damage and the surgeon decided to replace insert only. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque but other unknown conditions may also play a role.

Event description:
The patient came in complaining of pain. The surgeon determined the screw had backed out of the poly. A torque limiting driver was not used in the primary. The surgeon revised the poly. The surgery was completed successfully.